Manufacturer narrative:
On 10/5/2015: multiple attempts were made to obtain additional information; however, the contact did not respond. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump had sounded an alert or an alarm. The customer's blood glucose (bg) level was 355 mg/dl and a bolus of insulin was delivered to correct the bg level. As the contact did not have the pump when tandem technical support was telephoned, troubleshooting to determine a possible cause of the alert/alarm was unable to be performed.